Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer and spouse contacted support after their healthcare provider recommended a factory reset of the ilet due to fluctuating glucose control following a new medication and weight gain, with the intent for the device to relearn. Symptoms included hypoglycemia of unclear cause. Outcomes included troubleshooting and education completed, with no alerts or alarms reported and no hospitalization. Investigation included a guided factory reset and user education. Investigation of this case revealed no device alarms or malfunctions identified during the interaction, and the device was reset successfully to restore baseline learning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.